Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 56 and 91 mg/dl. The customer¿s expected am fasting blood glucose test result range is 85-120 mg/dl and expected pm fasting blood glucose test result is 218 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is (B)(6) 2023, and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): result 1: 56 mg/dl, date: (B)(6), time: 6:59 pm, fasting am. Result 2: 120 mg/dl , date: (B)(6), time: 5:38 pm, fasting am. Result 3: 123 mg/dl, date: (B)(6) time: 5:32 pm, fasting am. Result 4: 219 mg/dl, date: (B)(6) time: 6:01 pm , fasting pm. Result 5: 91 mg/dl , date: (B)(6) time: 4:22 pm, fasting pm.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 ,to ensure the replacement products resolved the initial concern and able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 15-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.